Manufacturer narrative:
Updated: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, and investigation conclusions) and h11. It was reported by the customer through a direct call to the emergency support program that during use the cardiosave intra aortic balloon pump had an autofill failure alarm. The customer reported that the balloon catheter was inserted axillary with multiple catheter restriction alarms prior to the auto-fill failure alarm. The customer stated that they no longer needed troubleshooting assistance as the plan was for the patient to be transported to the cath lab for a balloon catheter replacement. Esp personnel collected product surveillance and explained a biohazard kit would be sent to the department for the balloon catheter to be returned to getinge. No patient harm or injury reported.

Event description:
It was reported through a direct call from the customer to the emergency support program that cardiosave intra-aortic balloon pump (iabp) had an auto-fill failure alarm during use and the balloon catheter was inserted axillary with multiple catheter restriction alarms prior to the auto-fill failure alarm. The ICU rn stated she no longer needed troubleshooting assistance as the plan was for the patient to be transported to the cath lab for a balloon catheter replacement. No patient harm or injury reported.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - full event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.